Manufacturer narrative:
Date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: evaluation revealed that the investigators were unable to complete further testing due to missing part found during visual inspection. Investigators found that 2 of the 20 returned cartridges are missing the top o-ring on the plunger.

Event description:
The pump was returned for investigation. Evaluation revealed that the o-ring was missing. This report is made based on results of investigation completed on (B)(6) 2015.